Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 30 mg/dl. The customer stated that they had a hospitalization in (B)(6) for two heart attacks. The customer was assisted with trouble shooting and found that the insulin pump works as designed. No further information was provided.